Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working correctly and there was a disk stuck in the side port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not aligning with the cursor on the screen and there was a disk stuck in the floppy disk drive. Analysis also noted that the power cord bay latch tabs were broken off. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The power cord bay was replaced and the disk was removed from the floppy disk drive. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.